Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was not reported. It was reported that the customer had fallen into some water and afterwards, the customer did not notice that the insulin pump was not delivering insulin. Nothing further was reported.